Event description:
It was reported that the patient was noted to have a heart rate in the 40 beat per minute range. The right ventricular (rv) lead was noted with t-wave oversensing. Reprogramming was performed and the lead remains in use. The patient was admitted for electrolyte related issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).